Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: micra, product ID: mc2avr1, serial: (B)(6). D9: yes, return date: 10-mar-2025. H3: yes, product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. The delivery system tether was frayed. There was a deployment issue with the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The device was able to be deployed with resistance, the device was able to be pulled by the tether to the recapture cone with resistance, the device was able to be fully recaptured in the device cup without resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pli# 10, product ID# mc2avr1, product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited poor thresholds after deployment. During recapture, the catch was strong and the force to pull the tether was strong. When the guiding was brought closer again, the vectors did not align, making recapture difficult. Attempts were made to recapture using fishing, but the tines did not detach. It was suggested to pull the tether more firmly, which resulted in the tines detaching and completing the second recapture. During the third attempt, the vectors again did not align, requiring another fishing attempt. The tines were difficult to detach but eventually did so with a stronger pull, completing the recapture. A tether suture abrasion was observed and it was determined that it would be difficult to carry out as is. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following:  brand name [micra] product ID [mc2avr1-delsys], (serial: [ (B)(6) ]). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.